Event description:
Bone plate fracture. Patient was ambulatory. Follow up call between orthopediatrics' medical director and operating surgeon; surgeon stated that the patient had a delayed/non union and that this was the reason for the plate fracture. A contributing event was a colleague of the operating surgeon had previously removed a big butterfly fragment during an acl range of motion surgery. Revision surgery was augmented with bone graft from patient's iliac crest.